Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. The customer experienced nausea and abdominal pain. The customer treated high blood glucose with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The drive support cap appeared normal. Customer declined to perform a carelink upload. The customer stated that the basal rate and bolus wizard was programmed accurately. The infusion set cannula was bent. The insulin pump will not be returned for analysis.